Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that "on startup of device the twin pump shows error message error eprom" no patient involved. (B)(4).

Manufacturer narrative:
Field safety engineer has been sent for investigation and found a defective control board, which has been replaced. Tested 24 h acc. To specs and no failure more detected. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The issue has been reevaluated with the result that this issue "eprom error on hl20" is not reportable. As the eprom error is part of the self test of the hl20, which is always performed prior to use (during startup of the device, and the eprom is not tested at any later point in time, it can be excluded that the error will occur during patient treatment. Additional based on the trend search analysis no complaint was found with the mentioned issue happened during patient treatment. All reported issues occurred prior to use.

Event description:
(B)(4).